Manufacturer narrative:
Eval summary: a sample has not yet been rec'd for eval. It is unk which lot was suspected to be involved in the complaint. An investigation has been performed on the possible lot numbers. Batch record review on the possible lots showed that all testing results are within specification. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested. (B)(4).

Event description:
A customer reported that a pt experienced corneal edema in conjunction with the use of viscoelastic product during surgery. Add'l info has been requested.